Event description:
Report received from the USA stating that the device had a damaged hose. The device was not being used in surgery. It is unknown if any injury or medical intervention occurred. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is currently in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).